Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 19-jul-2022, UDI#: (B)(4), product type: extension. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 19-jul-2022, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed an infection. Surgery was performed to remove the ins from the infected site. The extensions were cut closer to the lead/extension connection and removed. The components were not replaced, however a replacement was planned in the future. The issue was resolved at the time of the report. No further complications were reported as a result of this event.